Event description:
It was reported that, an 840 ventilator while on a patient ventilated in spontaneous mode: level of inspiratory ventilation at 18 mmhg, peep 6 mmhg. Change to level of inspiratory pressure at 10 mmhg without any external action. Serious injury was reported. No additional information was provided.